Manufacturer narrative:
The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen in a bd¿ specialty syringes and accessories before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: x confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. The returned samples show white particles in the syringe and confirmed the reported issue. "DHR/bhr review" it has been considered batch number 1411403 which correspond to the reference number and received samples. Our production and inspection records and have established that all production and quality processes were carried out normally. No qn nor ncmr's has found during in-process inspections. Syringes were packed in machine nº2014 (november 4-5th, 2014) during which 19 visual inspections of 100 units each were carried out with zero defects noted. Syringes (#4300307) were assembled and printing in machine nº4246 (october 28 - november 5th, 2014) during which visual 104 inspections were carried out with zero defects noted. Syringes (#4300308) were cannulated in machine nº4102 (october 28- november 5th, 2014) during which 238 visual inspections were carried out with zero defects noted. Investigation conclusion: root cause: "during the manufacturing process, the lubricant, which is included in the plastic formulation and it is inherent to the design and funtion of this syringe, forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation and can make some lubricants flakes visible to the user. The presence particles of lubricant in the fluid path of this syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. In addition, the highly capable process employed by bd to produce medical devices keeps foreign matter at extremely low levels through stringently controlled manufacturing processes, sampling plan and environmental controls. In bd fraga, the whole process from assembly to packaging the product takes place in an environmentally controlled room where good manufacturing practices are strictly followed."